Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: chapter 3 installation and connection olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center did not generate image on monitor. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer observed on site that the device¿s video cable was plugged into incorrect output. The customer was able to resolve the issue after plugging the video cable into the correct output. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.